Event description:
It was reported that the central rod of an alignment guide broke in half while the user was attempting to unscrew the guide. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).g2: foreign - event occurred in canada.the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.